Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported the pt received more medication than intended. At an unspecified time, the primary line of the device was programmed to deliver factor viii at a rate of 8ml/hr and the delivery was started. The customer contact indicated the factor viii was sent from pharmacy in 3 containers (42ml, 89ml, and 89ml) for a total vtbi (volume to be infused) of 220ml. At an unspecified time, the customer contact reported delivery was completed 3 hrs earlier than expected. There were no reported adverse pt effects. No medical interventions were required. The device was removed from clinical service. Though requested, no additional info was provided.